Event description:
Philips received a complaint by the customer on the v60 indicating that the unit had shut down unexpectedly during patient transport. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that that the unit had shut down unexpectedly during patient transport. It was also stated that the error, "data acquisition (da) printed circuit board assembly (pcba) analog to digital converter (adc) reference failed" (diagnostic code 100a), had occurred. The customer stated that they had ran the unit in the ventilation mode for 48 hours and were unable to duplicate the issue. The remote service engineer (rse) then had the customer inspect the da to motor controller (mc) ribbon cable to ensure it was secure on each board. It was also noted that no other diagnostic or error codes had occurred. The rse reviewed the suggested repair for diagnostic code 100a and advised the customer replacement of the da to mc ribbon cable. The rse provided the customer with the part number of the da to mc cable. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 24oct2024, 31oct2024, and 07nov2024 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.